Manufacturer narrative:
This report is being submitted to inform the FDA that this event was reported previously on manufacturer report numbers 1825034-2011-00255, 00256 & 00257 and was duplicated on reports 1825034-2012-01140, 01141 & 01142 in error.

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6), 2008. Subsequently, patient was revised on (B)(6), 2011, due to alleged pain. Patient was revised for a second time on (B)(6), 2011, due to alleged pain. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 6 mdrs filed for the same event (reference 1825034-2012-01140 / 01145).